Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to shortness of breath and chest discomfort. A chest x-ray revealed that the right atrial lead had perforated the right atrial appendage. On (B)(6) 2015 a pericardiocentesis was performed; the patient was in stable condition. On (B)(6) 2015 the right atrial lead was explanted and replaced. The patient remained in stable condition post procedure.